Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, a 2.5x18mm promus stent was successfully implanted in the distal right coronary artery (drca). On 01/12/2013, the patient experienced a myocardial infarction due to in-stent thrombosis as reported under MFR report # 2024168-2013-01032. On (B)(6) 2014, the patient presented with chest pain and was hospitalized. Troponin levels were elevated and electrocardiogram showed an st elevation myocardial infarction. Per coronary angiogram, the drca through the posterior descending artery was occluded with thrombus. Aspiration thrombectomy, balloon angioplasty and stenting of the pda was performed, resolving the event. The patient was discharged on aspirin and prasugrel. There was no additional information provided.